Event description:
The pt was implanted with a synchromed pump and catheter in 1997 for intrathecal infusion of medication for non-malignant pain due to failed back surgery syndrome. The pt experienced an increase in pain and in 1999, the pump and catheter were explanted and replaced with another synchromed pump and catheter. A rotor study was not done to confirm rotor stall. The explanted pump was returned to the manufacturer for analysis. On follow up, the pt is doing well with no further increase in pain.